Event description:
The customer stated ca 19-9xr patient results averaged higher values when reagent lot 08852m500 was in use on an architect i2000sr analyzer versus reagent lot 08056m500. No patient data was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.